Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e15 alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer was assisted with troubleshooting. It was reported that they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.